Event description:
It was reported that an angio-seal vip was used to close the arteriotomy site following a percutaneous transluminal coronary angioplasty (ptca). Hemostasis was obtained immediately. Fifty-eight hours later, the patient felt pain in the groin and abdomen while moving. A CT scan revealed that the patient was bleeding into the retroperitoneal space. The patient's hemoglobin dropped from 14g/dl to 8.4g/dl. Two units of blood were administered and manual compression was applied. Hemostasis was achieved. The patient was fine and was discharged from the hospital.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state if repuncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The IFU also instruct the user not to use the angio-seal device if the puncture site proximal to the inguinal ligament as this may result in a retroperitoneal bleed.